Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the incident was not provided. Customer was wearing the insulin pump at the time of admission. Blood glucose level at the time of the call was 151 mg/dl. The insulin pump was not replaced or returned for analysis. The insulin pump was not replaced or returned for analysis.